Event description:
The physician was attempting to implant a 2.75 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion with 95% stenosis. The target lesion was pre-dilated twice using a 2.0 x 15 mm balloon up to 18 atms. During an attempt to withdraw the guide catheter, the endeavor sprint stent struts were damaged. When the physician attempted to withdraw the entire system, the stent dislodged from the delivery system into the aorta. The patient underwent to surgery to remove the stent. The device had been inspected prior to use with no abnormalities noted. No other clinical sequelae were reported. Evaluation summary: the delivery system was returned to the manufacturing facility for evaluation. The distal tip was flared. Crimp impressions were evident along the working length of the balloon.

Manufacturer narrative:
Results: inherent risk of procedure (stent embolism). Patient's condition affected effectiveness of device (target lesion exhibited 95% stenosis). Related to another drug/device (interaction of the stent and the guide catheter as the device was withdrawn most likely contributed to the event). Conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited 95% stenosis). (B)(4).